Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the current of the device was extremely fluctuating for a short period of time, with a fracture suspected as a result. It is unknown what settings the patient was using, with no x-ray imaging or telemetry data available. There were also no environmental issues or diagnostics/actions/interventions performed, with the issue unresolved at the time of the report as it was not fixed yet. It was further noted that no surgical intervention had yet occurred, with a surgical intervention planned to resolve the issue. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reiterated that a lead fracture was suspected but undetermined, with the cause of the break undetermined. It is unknown if any surgical intervention has taken place to resolve the issue. No further complications are anticipated.